Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead was surgically abandoned due to oversensing of noise. Another manufactuer's rv lead was successfully implanted. No additional adverse patient effects were reported.